Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02647 / 02648).

Event description:
It reported patient underwent a reverse shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to loosening, pain and instability. The glenosphere, humeral bearing, glenoid baseplate and humeral tray were removed and replaced.